Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer states the bolt on the van seat center seat post keeps coming out.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the seat post bolt was cross-threaded into the "coved" washer causing it not to move either in or out, which confirmed the original complaint issue.

Event description:
The dealer states the bolt on the van seat center seat post keeps coming out.